Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2021. Seven days after the sensor was inserted, the pediatric patient was in kindergarten when he became very sleepy. The cgm display 180 mg/dl; however, his bg was checked and was 52 mg/dl. The school staff treated the patient with glucose. The cgm post-treatment displayed 230 mg/dl and the bg was 120 mg/dl. There was no documentation the patient required emergency medical services. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b, c, and d zones of the parkes error grid. No additional patient or event information is available.